Manufacturer narrative:
(B)(4). The affected product has not been received. A follow up report will be submitted once the failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the IV set was leaking at filter. After changing the tubing on the tna infusion, blood started backing up into the tubing. At that time is when it was observed the filter was leaking. No patient harm or medical intervention occurred. No further patient/event information was reported.